Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was reported to have caused bleeding. There is no indication of medical intervention. Follow up was completed and it was reported the skin irritation was unchanged. The patient reported she experienced skin sensitivity.